Event description:
A pt at a care facility was not provided oxygen for approximately 2 to 3 minutes (according to the pt) due to the incorrect set- up of the hudson rci 003-40, aquapak humidifier bottle. The trigger of the bottle was occluded, allowing limited or no airflow from the device. The facility reported that there were some members of their staff that twisted the trigger off of the bottle, instead of snapping upwards as directed in the label, which could create an occlusion of the outlet port. The pressure-relief valve of the bottle did activate. The pt alerted the nursing staff that chest pains and shortness of breath were experienced. The set-up was corrected and no pt injury occured. The actual bottle was inadvertently discarded by the facility, so the opening technique could not be confirmed. The facility reported that they had retrained nurses on the proper opening technique and bottle set-up. A review of the label confirmed that instructions for proper opening were on the front label of the bottle.